Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because they couldn't find any issues. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that while navigating, the system displayed "localizer not connected". The error cleared itself almost immediately. The camera arm was not being manipulated when the issue occurred. The manufacturer representative went to the site and checked the polaris spectra system control unit (scu) and positioning sensor unit (psu) event logs, no issues were found. They also checked the physical cabling on the outside and did not find any issues. There was no delay to the procedure. No impact on patient outcome.